Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016. The healthcare provider (hcp) wanted a representative present for the appointment on (B)(6) 2016. On 2016-nov-02, more information was received. The hcp did not believe the pump alarmed and did not believe the increase pain and constant headache were related to the pump. There was no indication of an alarm at the appointment and the symptoms were not related to the pump. Information was received from a consumer on 2016-nov-04 indicating the pump was alarming again. The patient first heard loud beeps at the same volume as when it alarmed before. The second time it alarmed, it was single beeps. The patient heard two occasions of soft double beeps and two very loud triple beeps. The patient heard the alarm once when standing at the microwave and again when he was walking over to the phone/computer. The pump was alternating between single and multiple beeps. The alarms were not consistent with the alarm the pump makes for non-critical or critical alarms and the alarm interval was also not consistent. The patient stated that the last time the pump alarmed and stopped working, a representative was paged and no one ever came. The patient stated he was screwed and was going to die and he did not care. There was more information provided on 2016-nov-10. The patient stated on (B)(6) 2016 evening or the next morning, the patient was by the microwave and heard three loud beeps in a row louder than what you would hear in a normal alarm scenario. The patient took the food out and it happened again. There were two sessions after that with low volume two beeps. The patient stated im very positive it was caused by the magnets inside the microwave, which is a high power magnetic field. A couple of days after the beeping, the patient was in an ungodly amount of pain. The patient had morphine and fentanyl in the pump for the events. Information was also received from a representative on 2016-nov-10, the patient refused to be seen at the office. The pump alarmed when the patient was by their microwave.

Event description:
Additional information was received from a consumer regarding a patient receiving intrathecal morphine and fentanyl. After hearing the 3 loud beeps while standing by the microwave, the patient stepped away about 10 feet and heard 3 more loud beeps. The patient backed away from the microwave, and once he got to his computer, he heard a softer beep. This occurred ¿a coupleweeks ago on a sunday (from (B)(6) 2016).¿ the event date was reported as (B)(6) 2016 (conflicting previous information). The consumer was upset that the pump was placed in a mesh pouch and could not be removed. The patient reported that if they put a small protrusion around the edges of the pump and sutured it in, it could be removed later.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned pump passed all functional testing in the lab. Device code (B)(4) is no longer applicable. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient via a manufacturer representative. The patient was receiving morphine 6mg/ml via an implanted pump. Indication for use was noted as non-malignant pain and lumbar radiculopathy. The patient's past medical history included diabetes, 8 hip surgeries, shoulder surgery, steroid dependency, and ulcerative colitis. Patients medication list included, oxycodon 15mg, valsalide 750 mg, cloradiazepoxide 10 mg, prednisone 8 mg, demfidorzil 40 mg, lovastatin 600mg, atenolol 25 mg, lexapro 20 mg, flomax, metformin 500 mg, lyrica 150 mg gabapentin 150 mg, multivitamin, and potassium. It was reported that on (B)(6) 2016, during normal use, there was a constant alarm for 30 minutes and then quit. The patient had no signs and symptoms of withdrawal. The patient was educated on alarms being set every 30 minutes critical and every hour non-critical. The patient swore they heard a steady alarm for 30 minutes. The patient did not have a personal therapy manager (ptm) registered. The patient stated denied being near any electromagnetic interference (emi) source. The patient could not drive to the healthcare provider (hcp) office to get a ptm. The patient denied withdrawal symptoms. The patient later reported that on (B)(6) 2016, they were out paying bills and the pain pump started to alarm in a way it was not supposed to. The patient reported it alarmed continuously for half an hour and it stopped. The patient stated that the manufacturer representative told them that the "pain pump can't do that." It was noted that the alarm was not consistent a pump alarm. The patient was upset that they never received a ptm. The patient reported that they had been trying to go to the hcp, but the hcp did not want to touch the patient and referred the patient to the manufacturer representative. The patient stated that on (B)(6) 2016 the patient experienced a great deal of pain and had a constant headache. The patient reported that the only thing keeping them the same was "oxycodone 15mg the hcp" gave them. The later reported that on (B)(6) 2016 "everything was okay except my pump is not acting right and no one ever gave me the device to check it myself."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was in extreme pain. The pump had alarmed on three different occasions but it never showed up on a scan. The first alarm sequence was for 1/2 hour straight and was very loud. The next two events happened when the patient was warming coffee next to their microwave. The patient reported also having a large lump on their lower spine from the second pump operation. At times the lump is painful and then it is just a nuisance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on 2018-may-21. The rep was called to support the explant of the pump. The patient verbalized complaints consistent with the previously reported complaints. The patient refused to interact with any one from the manufacturer directly; therefore, the rep could not ask the patient any questions directly. The patient reported they were never happy with the relief provided to him by his system. The patient requested that the pump be returned to him, per the hospital staff. It was communicated to the hospital staff that the pump should be returned to the manufacturer's product analysis lab, and communicated that the rep would include the patient's request in his report. The rep reviewed the process of destructive analysis to the team coordinator. It was reviewed the pump would likely not be returned to the patient if destructive analysis was warranted. It was indicated the device would be returned that day ((B)(4) 2018) and an analysis report was requested. However, the rep would not have personal possession of the pump. The return product tracking number was provided. No further complications were reported or anticipated.